Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 515 mg/dl. The customer treated with manual injection of 20 units. The customer stated that the cannula appeared bent. The customer mentioned that he showed up to his office with blood glucose of 407 mg/dl and he was sicker than a dog. Customer declined to troubleshoot for high readings. The product was not returned for analysis.